Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient representative from the number on file called back and mentioned the patient saw manufacturer representative (rep) today and was told to call to get their recharger replaced. Patient representative mentioned the patient called before and did not get a package from their last call to replace the recharger. Agent instructed patient representative to check for visible damage; patient representative confirmed no visible damage to the recharger. The issue was not resolved. A request was sent to repair to replace the recharger.

Manufacturer narrative:
H3: analysis of the 97755-s recharger (s/n#: (B)(6)) revealed no anomalies were visually observed. Found no issues with finding or charging ins and found complaint was unverified. White arrow rubbed off connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s. Serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. The patient mentioned when they recharge the implantable neurostimulator (ins) they felt it was hot. The patient was not sure if the ins was the one heating up or if it was the recharger. Patient confirmed that it was not hurting or giving them a burning sensation but it was uncomfortable. Agent reviewed it was normal that it gets warm but patient said before it was not like this agent sent a request to repair to replace the recharger.